Event description:
It was reported that a radial head implant was removed at the request of the pt due to pain and a desire to not have an implant in the body.

Manufacturer narrative:
Device not returned for eval. Current info is insufficient to permit a conclusion as to the cause of the event. Surgeon indicated device functioned as expected.